Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst commented that the performance data received only covers (B)(6) 2013 to (B)(6) 2014 which is after the lead was capped. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead was capped due to an upgrade to a transvenous system. Approximately 3 years after the lead was capped the patient's electrocardiograms were reviewed and it was found that the ra lead showed undersensing. No patient complications have been reported as a result of this event.